Manufacturer narrative:
On (B)(6) 2019, mentor became aware that new date of explant is (B)(6) 2019 on (B)(6) 2019, mentor became aware of the replacement device: cat#: 3505480bc; l/n: 7703759; s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/8/2019, the mentor failure analysis lab received the device for evaluation. On 6/26/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture; baker grade iii concomitant medical products: left side catalog number: 3505480bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 480cc mentor memorygel breast implant and was presented with capsular contracture; baker grade iii on her right side confirmed upon examination by the physician. As a result, the device will be explanted on (B)(6) 2019.